Event description:
The customer stated a false positive result was generated on the architect stat troponin-I assay. A patient generated an initial result of 0.245 ng/ml. When the same sample was retested later that day, the result was 0.016 ng/ml. The customer uses a cut-off of 0.030 ng/ml. The instrument generated error code 5503 (step loss detected) on the dispensing pump in wash zone 2 with subsequent instrument shut-down approximately 15 minutes after the sample was initially tested. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
After the initial result of 0.245 ng/ml was generated, followed by error code 5503 on the dispensing pump in wash zone 2, field service replaced the 50 ul buffer pump (wash zone 2). The same sample was retested with a result of 0.016 ng/ml and the issue was considered resolved. A product labeling review found the architect system operations manual and the stat-troponin-I reagent package insert contain adequate information for troubleshooting the observed issue. A service history review found no service history issues with i2000sr serial no. (B)(4). No additional discrepant result complaints or complaints for 50 ul buffer pump (wash zone) issues were found to have been documented for i2000sr serial no. (B)(4) since troubleshooting was performed and the 50 ul buffer pump (wash zone) was replaced. The complaint investigation information reasonably suggests a device malfunction caused this issue. No systemic deficiency or adverse trend of a 50ul buffer pump (wash zone 2) issue causing discrepant results was identified during this investigation.